Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. The device failed a weekly self test due to a low battery on (B)(6) 2012. The device remained in fault mode until (B)(6) 2012 when a new pad-pak was inserted. Between (B)(6) 2012, there were eight self test fails recorded due to a low battery. Though no fault was found with the returned pad device or pad-pak the problem with the device failing self tests was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.